Event description:
It was indicated that patient was implant in 2007 or 2008 and about 2 years following this she had to have all components replaced because "the wires were fried" and they were "completely gone." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v021873, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type lead; product ID 3889-28, lot # v021873, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type lead; product ID 3889-28, lot # v021873, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type lead; product ID 3889-28, lot # v021873, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator. (B)(4).